Manufacturer narrative:
Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results obtained of 103, 102, 86 and 76mg/dl. The expected fasting blood glucose test result range is 150-160mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a back to back blood test was performed by the customer and produced test results of 86 and 76mg/dl fasting using meter. The test strip lot manufacturer's expiration date is 08/31/2020 and open vial date is 07/09/2019. The meter memory was reviewed for previous test result history. (B)(6).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results obtained of 103, 102, 86 and 76mg/dl. The expected fasting blood glucose test result range is 150-160mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a back to back blood test was performed by the customer and produced test results of 86 and 76mg/dl fasting using meter. The test strip lot manufacturer's expiration date is 08/31/2020 and open vial date is 07/09/2019. The meter memory was reviewed for previous test result history. Result 1: 162mg/dl date: 09/08/19 time: 10:08am fasting result 2: 160mg/dl date: 09/08/19 time: 04:43am fasting result 3: 103mg/dl date: 09/07/19 time: 07:15pm fasting result 4: 102mg/dl date: 09/07/19 time: 10:34am fasting result 5: 227mg/dl date: 09/07/19 time: 06:20am fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: (B)(4). Meter and test strips were returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.